Event description:
The initial reporter stated that the pump repeatedly alarmed no flow out. They stated that they did troubleshooting and that they did dilute the formula as instructed by the formula manufacturer, but that it was still too thick and the pump did continue to alarm no flow out. The initial reporter stated that the pump rate was set to 126 ml/hr and run for 12 hours per day. They did not provide a dose setting. They stated that they attempted to gravity feed, but the formula was also too thick for that be done successfully. They stated they did go to the hospital with the patient. Mmdg followed up with the initial reporter, who stated that the patient was admitted to the hospital and discharged four days later. They stated that they had similar issues with three pumps, including two from other manufacturers, prior to being admitted to the hospital. They reported switching to a new homecare supplier and a different formula, and they report having no issues with the new formula. No other information was provided. [Complaint-(B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed for the reported delay and hospitalization experienced by the patient and will be updated if the device is returned to mmdg.